Manufacturer narrative:
Concomitant medical products: 680r32 heart ring, implanted (B)(6) 2016; 6935m62 lead implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient cardiac resynchronization therapy defibrillator (crt-d) ¿keeps beeping¿. Follow up with the physician office confirmed that the patient device was alerting due to electromagnetic interference. The device is still in use. No patient complications have been reported as a result of this event.